Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a discrepancy between the linac and mosaiq, regarding recorded coordinates. Elekta have recommended that the customer raise the limit in the mac (machine characterization), this should be set to a maximum height achieved in the extended position. Also, for extended table use, the machine configuration file should be changed from standard to extended. The customer has been contacted several times for updates regarding the status of the implementation of the recommendations and if these changes have resolved the reported issue. All attempts to obtain additonal information were unsuccessful. It was not possible to determine if a malfunction occurred with the product.

Event description:
The customer reported a discrepancy between the linac and mosaiq, regarding recorded coordinates.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.